Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was using cold insulin. Tandem technical support educated the customer that insulin should be at room temperature before filling a cartridge. Customer reloaded the cartridge to address the issue. There was no reported adverse impact to the customer.